Event description:
It was reported that chest pain and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. Five recaptures were required as the device kept slipping forward on the tug test. The device was advanced very deeply into the tail of the laa to ensure the anchors would grab. No effusion was noted pre or post implant. On (B)(6) 2021, the patient was admitted to a different hospital with chest pain. A transthoracic echo (tte) was performed and showed a small/moderate pericardial effusion measuring .9-1.0cm adjacent to the right ventricle in the subcostal view. The patient was admitted for four days. The patient was medically managed and no further intervention was needed. The patient continued their 5mg eliquis twice a day and baby aspirin. The patient made a full recovery.